Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performances issues. No additional information is available at the moment. No additional adverse patient effects were reported.